Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-aug-05. It was reported that no other interventions had taken place in the hospital at the time of the report. The patient was currently in the hospital having their dose weaned and being managed for any signs of withdrawal. The cause of the symptoms was unknown. A dye study showed no issues with the catheter. No further complications were reported.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), explanted: (B)(6)2019. Product type catheter, product ID 8709, serial# (B)(4); implanted: (B)(6) 2006, explanted: (B)(6) 2019. Product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that the loss of therapy was considered gradual and there was a question of device performance. After explant, the patient recovered without sequelae. No rotor study was performed, however, a dye study was performed and was normal. The catheter was explanted as well due to a suspected break and occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 1173 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that ever since the pump was replaced on (B)(6) 2019 due to normal and expected end of service, the patient required escalating baclofen doses due to "itb withdrawal issues." Prior to the pump replacement the dose was around 600 mcg/day and all was well and it was very well managed. The doctor did not have a representative at the replacement but the caller believed that the catheter was not changed at the replacement and there had been no reservoir volume discrepancies. The patient was found "unresponsive/obtunded and vomiting" on (B)(6) 2019. She was brought to the hospital for evaluation and it was believed that the patient was overdosed. A dye study had been performed approximately 6 weeks prior to the report date and the hcp did not discover any catheter issues at the time. It was noted that the patient had a refill and dose increase on (B)(6) 2019 with the dose going from 1102 mcg/day to 1173 mcg/day. She did well after the refill and was noted to have spoken to her family the following day. The patient was on a ventilator and sedated at the time of the call. The baclofen dose was being weaned down. It was not known what could be causing the patient's symptoms but since the new pump was implanted the patient required significant increases to the daily dose. They believed that catheter troubleshooting may need to occur. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-10. It was reported that the patient was in the emergency department (ed) again and was unresponsive on (B)(6) 2018. The intrathecal baclofen (it) dose was ~900mcg/day and the hcp was going to decrease the dose another 20%. It was noted on (B)(6) 2019 that the pump was replaced.

Manufacturer narrative:
No changes to analysis results. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from drug partner indicated that the patient experienced increased spasticity and there was a concern that their legs were tighter (left more than the right). It was reported that the patient's mother noted a decrease in momentum, some changes in the patient's speaking and twitching episodes. No further complications have been reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the sutureless connector (sc) segment of the catheter identified no significant anomalies, and analysis of the spinal segment of the catheter identified no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.